Manufacturer narrative:
Event date is unknown. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Patients ipg is reportedly not working following a surgery in which the ipg was not placed into surgery mode. It is unknown if any intervention will take place at this time.

Manufacturer narrative:
It was reported to abbott, a patient was unable to connect to their ipg. The system had not been set to surgery mode while the patient underwent a recent unrelated surgery where electro-cautery may had been used. The ipg was replaced without complications. Effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used near an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information was received indicating the patient underwent a surgical ipg replacement on 27jan2023. Therapy was restored post-op.